Event description:
It was reported that the md was having difficulty deflating the balloon of the intraclude and caused the balloon to rupture. There were no noticable issues or concerns during most of the case. The antegrade cardioplegia line pressures were running high (almost 400 consistently), but neither the md nor perfusion complained about it. The surgeon initially inflated the balloon with approx 30cc of saline. The perfusion did have to add approx 5cc of saline to the balloon to obtain occlusion. The perfusionist was unhappy that there was a root pressure with the root vent on so she added volume to the balloon and the aortic root pressure dropped to zero. When attempting to deflate the balloon the surgeon was not able to draw all the saline out of the balloon. He reported that he withdrew approx 23cc. He did not observe any blood in his syringe at this time. The perfusion attempted to withdraw the rest of the volume in the balloon and noticed blood in her syringe. At this point, we noticed that the balloon pressure was 99 and would not go to zero. The balloon pressure shortly increased to 114. The surgeon again attempted to collapse the balloon and observed blood in his syringe. He then stated that he thought the balloon had ruptured. The surgeon pulled the intraclude catheter out of the endoreturn even though it was not completely deflated and observed blood in the balloon. At this point, the balloon was holding saline/blood and appeared to not have ruptured. The surgeon attempted to add saline to the balloon while it was out of the patient and observed a jet of fluid coming from the catheter body.

Manufacturer narrative:
Evaluation: 35ml of dyed water was injected into the balloon through the balloon lumen stopcock while the entire device was submerged in water. No leaks were observed and the balloon inflated and held pressure. Balloon was aspirated and the entire contents of balloon were removed into the syringe. Died water was injected through the main lumen and root pressure lumen and flowed as expected. The tip of the device was occluded while dyed water was injected through the main lumen and no leaks were apparent through the cardioplegia lumen, root pressure lumen or balloon inflation lumen indicating that there was no cross talk between the lumens. Manufacturing records were reviewed and there were no nonconformities associated with this device. The root cause of these issues was identified as a sharp edge in the y-connector that created chatter, pressure point, and sometimes a hole in the balloon lumen wall. The sharp edge on this y-connector was modified to eliminate this damage to the shaft. A product risk assessment has been initiated for this event. No CAPA will be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device has been received from customer and is currently under evaluation.